Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable per the reported symptom of "door not fully latched messages." This was caused by cracks found in the threaded insert boss in the front case that mount the pumping mechanism into the case. This allowed for separation between the front case and mechanism assembly resulting between the front case and mechanism assembly resulting in excessive force to close the door, causing the reported symptom. The front case was replaced.